Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the onetouch ultramini meter was displaying the "apply sample" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 (unspecified time). The reporter informed the cca that the patient manages her diabetes with insulin. The reporter indicated no action was taken regarding the patient's diabetes management routine at the time the alleged issue began. Prior to the start of the alleged issue, the reporter indicated the patient became dizzy and lightheaded. According to the reporter, since she was not able to obtain a reading on the subject meter, the patient was administered food and/or drink by a home/health nurse at an unknown time on (B)(6) 2011. At the time of troubleshooting, the cca noted the patient was a first time user of the subject meter, the meter was not misused, the correct test strips were used, and the test strips drew in the blood sample; however the patient's process for testing was incorrect. Per the cca documentation, the patient was applying the blood sample on the surface of the test strip(s). The alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly received hcp treatment after the alleged meter issue began.